Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 350 mg/dl to 500 mg/dl. The customer¿s current blood glucose level is over 600 mg/dl. The customer was treated with bolus in the morning for high blood glucose level. Customer reported that the charger was flashing red. The insulin pump will not be returned for analysis.